Manufacturer narrative:
Subsequent review of device memory revealed that the elective replacement indicator (eri) was declared after a charge time of 20.2 seconds, and the end of life (eol) replacement indicator was declared 60 days later with a single charge time of 30.6 seconds at a monitoring voltage of 2.51 volts. The maximum charge time while the device was implanted was 30.6 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the quarter 2, 2010 product performance report.

Event description:
Boston scientific crm received information that this device was returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. This device is included in the (B)(6), 2007, mid-life display of replacement indicators advisory population and the (B)(6), 2007, shortened replacement window advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device met longevity projections per programmed values; however, the device experienced a shorter-than-expected time period between elective replacement and end of life replacement indicator statuses, which may be an indication of an out-of-specification condition. Additional analysis is pending.